Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. No "expiration date", "UDI" and "device manufacture date" could be provided as no lot number was supplied. The access sars-cov-2 igg ii reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. ¿ sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. The abbott alinity assay detects antibodies directed against the nucleocapsid protein. ¿ different vaccines were placed on the market and do not elicit the same immune response. ¿ no manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. ¿ additionally, the access sars-cov-2 igg ii assay is not currently labelled for vaccine response detection. The performances of the access sars-cov-2 igg ii assay have not been established in individuals that have received a covid-19 vaccine. While a positive antibody test result can be used to help identify people who may have had a prior sars-cov-2 infection, more research is needed in people who have received a covid-19 vaccination. In conclusion, the cause of the event cannot be determined. The access assays is not labelled for vaccine response detection. Additionally, differences in immune response are expected as each patient immune response is unique and different vaccines elicit different immune responses. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 10aug2021 the customer reported non-reactive sars-cov-2 igg ii (access sars-cov-2 igg ii assay, part number c69057, lot number not provided) results were generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). ¿only one patient results were provided without any date. The initial sars-cov-2 igg ii patient sample result was 5.18 au/ml (non reactive: < 10 au/ml). The same sample was retested in another laboratory and it was discordant with the diasorin liaison sars cov 2 trimeric igg assay: the result at 52.78 bau/ml was reactive (positive: = 33.8 bau/ml). The patient was drawn again. The access result was repeated as non-reactive at 5.93 au/ml. The diasorin liaison result was repeated as reactive (not data provided). ¿the sample was sent to another laboratory and the sars-cov2-igg 1st is result was non-reactive at 23.59 iu/ml (non-reactive: <30 iu/ml) on access 2 instrument s/n (B)(4). No original data provided. The result was discordant with the abbott alinity sars-cov2-igg ii quantitative assay, the result at 60 bau/ml was reactive (positive: = 7.1 bau/ml). No original data was provided. Two (2) medwatch reports will be generated to address the questioned non-reactive access sars-cov-2 igg ii results and the non-reactive sars-cov-2 igg 1st is results. Medwatch number ¿2122870-2021-00135¿ will address the access sars-cov-2 igg ii results. Medwatch number ¿2122870-2021-00136¿ will address the access sars-cov2-igg 1st is results. The patient had received the second dose of astrazeneca vaccine one month ago. The customer was expecting higher results. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check data, calibration data and qc trends were not provided for the access 2 instrument serial number (B)(4). There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.

Manufacturer narrative:
This event is part of field action fa-21047.

Manufacturer narrative:
2122870-2021-00135 was previously indicated as included in field action fa-21047. 2122870-2021-00135 is not included in field action fa-21047.